Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Upon contacting technical support, the customer was advised to inspect and clean certain parts of the pump, but the error persisted even after multiple attempts with different cartridges. As a result, technical support decided to replace the pump and provide goodwill cartridges. The customer was informed about backup insulin therapy options to avoid interruptions and was instructed on how to store the pump before returning it.